Manufacturer narrative:
We have now concluded our investigation into this complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided. There have been further complaints reported with this failure mode in the past three years. The device was intended to be used for treatment, however, issues were experienced during application. As no samples were returned a product evaluation could not be carried out. The reported issue may have been caused by delamination. Delamination is a low level intermittent fault which if seen is tabbed for removal during the conversion process. During the manufacturing of the dressing, in process checks are undertaken for this product. All material is manufactured according to the specification and only product meeting the release criteria will be passed on for further processing. Other causes may include user variance during application. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when the customer removed the carrier # 2, the film dressing adhered to the carrier # 2 and got peeled off from the frame, so it was impossible to use. The treatment was completed with another dressing in the same carton. No delay was reported. The sample will not be returned because the affected products were discarded. No harm or injury reported.